Event description:
A blood glucose readings of 200 mg/dl on his contour and a reading of 100 mg/dl on his elite. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event. The strips are to be returned for evaluation, and a replacement strips will be sent.